Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been hospitalized and that sensing and pacing failures were observed. An x-ray revealed that the lead dislodged and was replaced.